Event description:
It was reported that the patient had knee replacement surgery two days before reported event date. The night before reported event date, when he went to turn stimulation on he was unable to do so. The patient¿s family member reported she doesn't know if the patient turned stimulation off before surgery and the last time he used programmer was probably one month ago. Caller reports not being able to make adjustment both with or without antenna attached. The patient family member said that they were not told to ¿programmer to procedure¿ or turn device off. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v940070, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).